Event description:
It was reported that during a routine change out of the patient's pacemaker that the physician tested the right atrial (ra) lead. The unipolar pacing impedances for the ra lead was normal using the analyzer and clipped to the patient's skin, but low impedances when connected to the new pacemaker. The lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.